Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin injections (2g stat and once daily for seven days) and intraperitoneal fortum injections (1g during the night exchange daily for 14 days). At the time of this report, it was unknown if the patient was recovering from the peritonitis. Action taken with therapy was not reported. Additional information was requested but is not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).